Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous distal right coronary artery. The physician predilated with a nc quantum apex balloon catheter and then advanced the 2.50x16mm promus element stent delivery system (sds) to the target lesion. However the sds was not able to cross the lesion. The device was successfully removed and it was noted that the distal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).